Manufacturer narrative:
An investigation of the reported condition was performed. This reported condition is not confirmed. The actual sample involved in the reported incident was not returned for evaluations. No additional information, photographs or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive investigation. As no lot number was identified, a manufacturing device history review (DHR) or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. No sample or additional information was received for testing and investigation. If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and did not provide enough details to confirm a root cause for the event, however, product specifications were reviewed in order to identify the possible causes for the reported condition. The following potential causes were identified: machine malfunction, customer misuse, inspection in process failed or not performed, material issue, sharps usage with catheter. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant and are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 7/6/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reports bedside nurse noted a leak (small bubble of fluid) at the point of where the catheter connects to the hub. Before this was noted, the blood repeatedly backed up into the line requiring a flush to clear the line. All other connections were visually/manually checked before the leak was noted. Line was immediately removed.